Event description:
It was reported that the pt expired approx one yr ago. The pt's pump was last refilled in 2007 with dilaudid, marcaine, and ketamine. The last contact the clinic had with the pt was in the following month. Date of death, cause of death, and info on whether the pt's death was related to the device therapy were not reported. Multiple attempts were made to obtain add'l info, but were not successful.